Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had lubricant on the plunger when it opened. This was discovered before use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 9130796. It was reported there was a lubricant on the plunger when opened. Per email: reporting a quality issue. A 3ml syringe from bd was opened, and it looks like there is some kind of lubricant on the plunger.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had lubricant on the plunger when it opened. This was discovered before use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9130796. It was reported there was a lubricant on the plunger when opened. Per email: reporting a quality issue. A 3ml syringe from bd was opened, and it looks like there is some kind of lubricant on the plunger.